Event description:
Customer reported a past high blood glucose event that required a visit to the emergency room or hospital. No specific value to the customer's blood glucose level was reported. Customer declined further troubleshooting for the hospitalized issue.